Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer did not perform the proper air removal techniques and used supplies past labeling guidelines. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided); cause was unknown. Customer administered correction bolus of insulin to address high bg.